Event description:
Reporter alleged the blood glucose monitoring device generated results outside the reading range of the meter. Customer stated glucose device results were 05, 05, & 04 mg/dl. Reportedly the manufacturer tested the device which customer called to troubleshoot and there were no segments missing or faded on the meter display. Customer reported then obtaining a result of 88 mg/dl which was stated to be correct. No actions were taken or treatment received based on the results. Customer indicated self treating with juice when glucose results read low. A request was made for the return of the suspect device and replacement product was sent.